Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that she sometimes feels an electrical shock going down her spine. Patient stated she feels it when she is sitting or having a bowel movement. Patient stated she feels spasms in the middle of her back between her shoulder blades. No further patient complications are anticipated or expected as a result of this event.